Manufacturer narrative:
B1, b2, b5 and h6 were updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, although the procedure with the pipeline was abandoned due to the failure to open, the case was successfully completed later the same evening using a fred device of the same size. The cause of the failure to open and the pinched appearance of the pipeline was not determined. This information has been confirmed by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that as per the operator, the pipeline did not open in the distal segment and looked pinched. The physician had resheathed 2 times but the stent still failed to open and hence was removed with headway. A fred of the same size was used which opened. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient and was resheathed and removed with the microcatheter. Regarding the angiographic result post procedure, the aneurysm remained the same as it was and the case was abandoned as the flow diverter didn't open. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the internal carotid artery with a max diameter of 20mm and a 15mm neck diameter. Landing zone: distal: 3.87mm and proximal: 2.9mm. It was noted the patient's vessel tortuosity was severe. Dapt (dual antiplatelet treatment) was administered with pru level of 240. Ancillary devices include a fubuki sheath, cat 5 guide catheter, headway 27 microcatheter, and traxcess guidewire.